Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure on (B)(6) 2012 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2015. Follow up 16-jun-2016: quality-safety evaluation of ptc (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device"), fallopian tube perforation ("perforation: fallopian tube(s)") and genital haemorrhage ("heavy and irregular bleeding") in a 34-year-old female patient who had essure (batch no. A14900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression (not recovered prior to essure) and anxiety (not recovered prior to essure). Concurrent conditions included hypothyroidism since 2011 and factor v deficiency since 2011. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 4 months after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation ("migration perforation of the essure device") with pelvic pain, abdominal pain ("abdominal pain/abdomen pain"), abdominal pain lower (", lower quadrant pain/ sever cramping"), the second episode of dyspareunia ("dyspareunia "), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain"). The patient was treated with surgery (davinci assisted hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),) and surgery (davinci assisted hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, the last episode of dyspareunia, menorrhagia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown and the genital haemorrhage, abdominal pain, abdominal pain lower and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: she tolerated the procedure well, patient is ambulating well and her pain is well controlled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea abdominal pain, abdominal pain lower, menorrhagia, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation ("migration perforation of the essure device") with pelvic pain, abdominal pain ("abdominal pain"), abdominal pain lower (", lower quadrant pain/sever cramping") and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent pelvic surger/hysterectomy). At the time of the report, the uterine perforation, genital haemorrhage, device dislocation, abdominal pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: both essure coil was full occulsion of both tubes. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-sep-2017: event hysterectomy and injury deleted and severe cramping, chronic pelvic pain, abdominal pain, lower quadrant pain, heavy and irregular bleeding, dyspareunia and migration/perforation of the essure device was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device"), fallopian tube perforation ("perforation: fallopian tube(s)") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. A14900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression (not recovered prior to essure) and anxiety (not recovered prior to essure). Concurrent conditions included hypothyroidism since 2011 and factor v deficiency since 2011. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation ("migration perforation of the essure device") with pelvic pain, abdominal pain ("abdominal pain/abdomen pain"), abdominal pain lower (", lower quadrant pain/ sever cramping"), the second episode of dyspareunia ("dyspareunia "), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain"). The patient was treated with surgery (davinci assisted hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),) and surgery (davinci assisted hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on 23-sep-2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, the last episode of dyspareunia, menorrhagia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown and the genital haemorrhage, abdominal pain, abdominal pain lower and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: she tolerated the procedure well, patient is ambulating well and her pain is well controlled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on 16-nov-2012: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea abdominal pain, abdominal pain lower, menorrhagia, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff's fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety, weight gain, fallopian tube perforation were added. Lot number received, patient's medical history added, outcome of the events were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs